Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. The patient ID was not provided. Therefore the patient initials reflect the w. L. Gore reference number. Code b14: a review of the manufacturing records indicated the device met pre-release specifications. The event details indicate the 'loosened parts' of the vbx device were crimped back onto the catheter following removal, and the vbx device was subsequently reintroduced and delivered successfully. The IFU discourages reuse once a vbx device is removed from the introducer sheath to avoid potential device failures or procedural complications. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: "note: if excessive resistance is felt as the gore® viabahn® vbx balloon expandable endoprosthesis is introduced through the hemostasis valve, remove the device (step 7; note). Do not reuse the gore®viabahn® vbx balloon expandable endoprosthesis after removing from the introducer sheath." Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
It was reported to gore that the patient presented with an isolated aneurysm was successfully treated with a e-liac stentgraft device from jotec gmbh in the common iliac artery. It was stated that one gore® viabahn® vbx balloon expandable endoprosthesis should be used as bridging stent. The surgeon used a stiff guidewire and a 10 fr cook flexor® ansel guiding sheath, additionally another 18" guide wire was placed inside the sheath. It was reported that during advancing the vbx delivery catheter through the sheath, resistance at the bifurcation location was perceptible. On the angiographic imaging the physician saw that the vbx was partially deployed behind its original place. It was stated, that the physician was able to withdraw the delivery system with the partially deployed stent out of the patient. He compressed the partially deployed part of the stent onto the catheter. It was stated that the vbx was successfully advanced to the target site and successfully implanted in the internal iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
Section h6: updated for final investigation types and result.